Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert and the patient went to see the physician. The lead was found to have a fracture in the high voltage coil yielding high impedance. The pace/sense portion of the lead also had high impedance with oversensing of noise. The lead was reprogrammed until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.